Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The legal manufacture could not confirm reprocessing was not conducted in accordance with the instructions for use. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The foreign material residue point was confirmed to have been free from deformation. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a foreign object inside the nozzle. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a chip; the plastic distal end cover had a scratch; the connecting tube had a scratch; the control unit had a scratch; due to clogging of the nozzle, no air or water was fed; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the forceps elevator knob and lever had a scratch; the forceps channel port was shaved; the grip had a scratch; the paint on the air/water-cylinder and the suction cylinder was peeled; the protector of universal cord on the control section side and on the scope connector side had a scratch; the right/left angulation control knob had a scratch; the scope connector cover unit had a scratch; the scope connector had a scratch; the scope cover had a scratch and was unclear; the switch box had a scratch; the upward/downward angulation control knob had a scratch; the universal cord had a scratch and a wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer reported the foreign material appeared to be non-woven gauze used for wiping after cleaning. The device was immersed in the detergent solution. The nozzle was wiped/brushed and flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.